Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited cross talked noted on electrogram (egm). The patient experience cardiac arrest. No out-of-range measurements were observed. No adverse patient effects were reported.